Event description:
Pt reported the button to change time on the infusion device is not responding. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.